Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implant the left ventricular (lv) lead exhibited no capture, elevated, high, and unstable thresholds. It was noted that the lv lead had dislodged. The lead was reprogrammed. During a subsequent lead revision the physician was unable to reposition the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.